Event description:
The user facility reported that the guidewire was stuck in the navicross. The physician had to retract both the advantage wire and navicross catheter, take them totally out, and replace them with the ones. There was no effect on the procedure and the patient was treated as intended. The procedure outcome was not reported. There was no harm to the patient. There was no patient injury and/or medical or surgical intervention required.

Manufacturer narrative:
. G4: PMA/510(k): k122590, k163004. Appearance inspection (unaided eye and digital microscope): no fractures were found along the entire length of the guidewire. The urethane jacket was observed to have been torn and folded back in the distal direction. The distal end of the actual sample, referred to as point a, was the torn end of the folded back urethan jacket. There was a bulged section of the folded back urethane jacket, referred to as point b. Exposure of the core wire was observed between the point where the urethane jacket folded back, referred to as point c, and the point where the proximal end of urethane jacket and the core wire had been connected by a band, referred to as point d. No anomalies were detected in other sections of the actual sample. Appearance inspection (x-ray fluoroscope): it was revealed that the distal end of the guidewire was located beneath point b. Dimensional inspection: the outer diameter of the urethane-coated area could not be measured due to the folding back of the urethane jacket. The ptfe-coated area was within the factory specifications, and no anomalies were found. Confirmation of the missing length of the urethane jacket: the following measurements were revealed: the length from point b to point d was approximately 253 mm. The length from point a to point c was approximately 202 mm, and the length from point b to point c was approximately 87 mm. The total length of the urethane jacket was approximately 289 mm, which was greater than the length from point b to point d. Based on this, it was likely that there was no missing portion in the urethane jacket. Furthermore, considering the results of the investigation, it was possible that the urethane jacket was stretched, resulting in the elongated length. History investigation of the involved product code and lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Previous simulation test <test method> abrasions were made to the urethane jacket of a test sample (advantage), and a catheter was inserted over the test sample. The abraded part was stuck to the catheter, but the insertion was continued. <test result> the urethane jacket was folded back in the distal direction. Based on the results of the investigation, one possibility for this case is that it was caused by the following mechanisms. Regarding the folding-back urethane jacket, it was likely that the urethane jacket of the actual sample was abraded by some hard object. Subsequently, when the catheter was inserted over the actual sample, it was caught on the abraded part. Furthermore, the continued insertion of the catheter caused the urethane jacket to fold back in the distal direction. However, it was not possible to identify a specific hard object. Regarding the cause of sticking, it is hypothesized that the outer diameter of the urethane jacket became larger than the normal part due to the folding back of the urethane jacket. However, since the device used in combination was not returned, it was not possible to confirm the combination state with the actual sample, and the exact cause of sticking could not be determined. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.